Manufacturer narrative:
Batch review performed on 20 november 2018 (patella implant, involved in dislocation even if not revised): lot 181115: (B)(4) items manufactured and released on 29-may-2018. Expiration date: 2023-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after primary. The surgeon determined there was no infection but did identify that the patella was dislocated. The surgeon performed a washout as a preventative measure and revised the insert. The surgeon performed a lateral release of the patella, thus the patella was not replaced. The surgery was completed successfully.